Manufacturer narrative:
It was reported that a patient was implanted a trapease filter. The information provided indicated that the filter subsequently malfunctioned and caused filter fracture. The patient reported becoming aware of the fracture approximately thirteen years and nine months post implant. The patient also reports to be experiencing psychological or mental anguish from fear that the filter might cause further damage as it has not yet been safely removed. According to the medical records provided, the patient was admitted to the hospital with a two-day history of left leg swelling. The patient¿s medical history was reported as hypertension, obesity and status post back surgery for a herniated disc, five weeks prior. An ultrasound confirmed deep vein thrombosis (dvt) of the left popliteal vein. A renal ultrasound was performed, one day prior to the filter implant, for complaints of back pain and hematuria, a large diverticulum of the urinary bladder was identified as well as an upper pole renal cyst on the right. A computed tomography angiogram of the chest noted right lower lobe pulmonary embolism, mild pancreatic duct dilation and no evidence of iliofemoral thrombosis. The indication for the filter implant was dvt with a contraindication to anticoagulation due to hematuria since the induction of heparin. The patient underwent insertion of the filter via the right internal jugular vein. Using fluoroscopy, the filter was inserted and advanced to the level of l2 to l4 and seated in that position. The patient was moved to recovery in stable, satisfactory condition. Approximately thirteen years and nine months post implant the patient presented with sacroiliac (si) joint pain that radiated along the left l1 dermatome and a computerized tomography (CT) revealed a mild-reverse s-shaped curvature of the thoracolumbar region. Multilevel degenerative joint space narrowing worse at l3-l4 and l4-l5 levels. Facet joint showed degenerative hypertrophy. No acute fracture or subluxation. The ivc filter was seen with multiple broken legs. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Corrected address information has been entered in sections d3 and g1.

Event description:
As reported by the legal brief, the patient was implanted the trapease filter. The filter subsequently malfunctioned and caused injury and damage to patient, including, but not limited to: filter fracture. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. According to the medical records provided, the patient was admitted to the hospital with a two-day history of left leg swelling. The patient¿s medical history was reported as hypertension, obesity and status post back surgery for a herniated disc, five weeks prior. An ultrasound confirmed deep vein thrombosis (dvt) of the left popliteal vein. A renal ultrasound was performed, one day prior to the filter implant, for complaints of back pain and hematuria, a large diverticulum of the urinary bladder was identified as well as an upper pole renal cyst on the right. A computed tomography angiogram of the chest noted right lower lobe pulmonary embolism, mild pancreatic duct dilation and no evidence of iliofemoral thrombosis. The indication for the filter implant was dvt with a contraindication to anticoagulation due to hematuria since the induction of heparin. The following additional information was received per the patient¿s implant records; the filter was implanted due to deep venous thrombosis with contraindication to anticoagulation. The patient underwent insertion of a trapease vena cava filter via the right internal jugular vein. Using fluoroscopy, the filter was inserted and advanced to the level of l2 to l4 and seated in that position. The patient was moved to recovery in stable, satisfactory condition. Approximately thirteen years and nine months post implantation the patient presented with sacroiliac (si) joint pain that radiated along the left l1 dermatome and a computerized tomography (CT) revealed a mild-reverse s-shaped curvature of the thoracolumbar region. Multilevel degenerative joint space narrowing worse at l3-l4 and l4-l5 levels. Facet joint showed degenerative hypertrophy. No acute fracture or subluxation. The ivc filter was seen with multiple broken legs. Two-view of the sacroiliac joint showed no significant degenerative changes. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately thirteen years and nine months post implantation. The patient reports the ivc filter fractured. Additionally, the patient further reports suffering from psychological or mental anguish from fear that the filter might cause further damage as it has not yet been safely removed.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had fractured. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient was implanted the trapease filter. The filter subsequently malfunctioned and caused injury and damage to patient, including, but not limited to: filter fracture. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.